Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 48 previously reported events are included in this follow-up record. Product return status 24 devices were received. 24 devices were not available for evaluation.

Event description:
This report summarizes 48 malfunction events in which the device reportedly overheated. - 38 events had no patient involvement; no patient impact. - 8 events had patient involvement; no patient impact. - 2 events had insufficient information received.

Event description:
This report summarizes 48 malfunction events in which the device reportedly overheated. 28 events had no patient involvement; no patient impact. 18 events had patient involvement; no patient impact. 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 31 events were originally reported for this failure mode during the reporting quarter; however, 17 events were inadvertently excluded. 48 reported events are included in this follow-up record. Product return status: 24 devices were received. 14 devices were not available for evaluation. 10 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 31 events were reported for this quarter. Product return status: 15 devices were received. 3 devices were not available for evaluation. 13 device investigation types have not yet been determined. Additional information: 31 devices were not labeled for single-use. 31 devices were not reprocessed or reused.

Event description:
This report summarizes 31 malfunction events in which the device reportedly overheated. 16 events had no patient involvement; no patient impact. 15 events had patient involvement; no patient impact.